Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was not as long as expected. It was also reported that the left ventricular lead threshold was high. The device and lead remain in use. No patient complications have been reported as a result of this event.